Manufacturer narrative:
Eval summary: based on the eval results, the customer's complaint that the probe would not advance has been verified. The site performed functional tests and found the translational and rotation chains were broken causing the probe to not advance during test. The unit is being placed into long term hold.

Event description:
It was reported by the customer that during an ultrasound breast biopsy, they were able to get the first probe initialized. The breast was pierced with this first probe and the probe wouldn't advance. The probe was removed from the breast and a second probe was attempted and the probe wouldn't initialize. The dr decided to use the hh holster to complete the case.